Manufacturer narrative:
Date of submission (B)(4) 2018 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: review of the black box data revealed unexplained power on reset event on (B)(4) 2018. On investigation, the pump powered on normally using the battery cap that was returned with the pump. Ez-prime steps were successfully completed and the pump was exercised for 24 hours without power interruption. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint and the pump was found to be operating as intended.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a power (intermittent power) issue. It was reported that there was intermittent power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.